Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. After the alarm, the customer changed the cartridge, insulin, infusion set and site. Insulin delivery was resumed. The customer's blood glucose (bg) level was 340 mg/dl and a correction via the pump was delivered to address the bg level.